Event description:
It was reported that the iab prematurely unwrapped during a sheathed insertion. The assembly was removed and another iab was inserted without further difficulty. There were no reported pt complications.